Manufacturer narrative:
A review of the image files showed cell buttons with holes which may be indicative of inconsistent plate washing. However, the inconsistent results could not be duplicated upon repeat testing. The instrument is operating as expected.

Event description:
A customer reported inconsistent results on the galileo neo instrument when testing patient samples with the cmv (cytomegalovirus) assay.